Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua ) 41 (patient temperature sensor failure) error message was confirmed during functional testing and archive data review. Evaluation of the platform during initial power up, revealed a ua 41 error message. The root cause was due to a blocked brake gap and a stiff spool shaft. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages were unrelated to the ua 41 error message. Upon replacement of the damaged components, the platform was further tested and recertified for use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Ot returned to manufacturer.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed an user advisory (ua ) 41 (patient temperature sensor failure) error message . No patient involved was reported. No other information was provided.